Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 9/20/2017. Electrode belt 11/6/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly unconscious and taken to the hospital. It was reported that resuscitation efforts were made on the patient, and that he passed away at the hospital with medical staff present. Review of the download data indicates that the patient entered atrial fibrillation and received one inappropriate shock prior to passing. Atrial fibrillation rate above the treatment threshold contributed to the false detection. The post-shock rhythm was sinus rhythm at 130 bpm, and the patient then degraded to asystole. The electrode belt was disconnected and the patient subsequently passed away.